Manufacturer narrative:
Follow-up #1: date of submission 04/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2014 with the following findings: there was no black box information for the date of complaint due to being over written by continued use. No evidence of a short battery life recorded in the black box. All current reading were in specifications. Opened pump and removed from case and there was no internal defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump emitted low battery and replace battery alarms. There is no reported adverse event with this complaint. This report is made based on the allegation of the battery life issue.